Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received by case management. Review of the clinic notes dated (B)(6) 2011 revealed that the vns patient was experiencing unexplained episodes that occurred on a daily basis. Obstructive sleep apnea was listed under the patient's assessment; it is unknown at this time whether it is related to vns or not. On clinic notes dated (B)(6) 2011, the patient is listed as having hearing loss in her left ear; the relationship to vns is also unknown at this time. The last parameters recorded on (B)(6) 2011 were output=2.5ma/frequency=20hz/pulse width=500us/ on time=30sec/ off time= 1.8min and magnet mode was output=2.75ma/on time= 30sec/ pulse width= 500us. A battery life calculation performed for the physician showed negative years until eri=yes. The patient was referred for battery replacement surgery, however, the surgery date has not yet been scheduled. Good faith attempts for additional information from the physician have been to no avail thus far. If further information is received, it will be reported.